Event description:
It was reported that the filter deployed with three legs twisted. The doctor reported that the films indicated that the other legs were firmly within the vena cava wall. The filter remains implanted and functioning as intended.